Event description:
It was reported that a ventilator displayed a technical error code indicating a disabled control circuit printed circuit board (pcb) during start-up. There was no patient involvement. Manufacturer ref.#: (B)(4).

Manufacturer narrative:
Investigation of the returned control printed-circuit board (pcb) has been finalized. The reported technical error code at startup was reproduced when the returned pcb was tested in a reference ventilator. This technical error indicates a failure in the communication between monitoring sub-system and breathing sub-system at startup. During ventilation tests, a technical error code indicating a stoppage of ventilation was generated. Electrical measurements of different signals on the returned control pcb showed a noisy signal from an integrated-circuit (ic). This ic is one of the address buffers on the pcb, and its failure may disturb the communication which in turn, may cause the reported failure. However, it was not possible to proceed with troubleshooting after replacing the ic because of a persistent failure that occurred on the pcb after the replacement. Our conclusion is, that an electrical failure on the control pcb has caused the generation of the reported technical error code.

Event description:
(B)(4).